Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.75x16mm promus element drug eluting stent was advanced to treat the lesion. However, during advancement, the device failed to cross the lesion and the stent dislodged. The device was completely removed from the patent's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned for analysis. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon may have been subjected to positive pressure. The balloon wings were disturbed from their folded positions. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously receiving positive pressure or manipulation. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.75x16mm promus element ¿ drug eluting stent was advanced to treat the lesion. However, during advancement, the device failed to cross the lesion and the stent dislodged. The device was completely removed from the patent's body and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.